Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at 6.0 volts and greater than 2,000 ohm impedance measurements. The patient was not pacemaker dependent. An x-ray was performed with no apparent lead issues visible. Sensing was appropriate. The physician admitted the patient for evaluation. No adverse patient effects were reported. Additional information indicates that the physician believes this is due to exit block and is managing it conservatively. Pacing and anti-tachycardia pacing (atp) has been programmed off and the system is now only programmed for shock therapy. This product remains in-service.